Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the hemopro was plugged into the hemopro power supply, the device immediately activated without using the activation switch on the device. The device was outside the pt prior to insertion into the harvesting cannula. The device was immediately disconnected and a replacement unit was used to successfully complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).